Event description:
During a lap tubal ligation procedure, went to put the filshie clip through trocar and it caused the seal to fall out of the trocar and into the pt. Able to retrieve the seal. Put another trocar in and the seal of that one fell out into trocar. Pulled a third one and it worked fine. No pt consequence.